Event description:
It was reported that a customer in france experienced an issue where their insulin pump stopped working unexpectedly, and later it produced a malfunction alarm. There was no reported impact to the customer's blood glucose level. The pump is expected to be returned for further examination, and a replacement pump has been prepared.